Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that chemo medication leaked from a bd phaseal¿ protector p50j. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sample phaseal protector was received for evaluation by our quality engineer team as well as one injector sample. Leakage could not be replicated upon connection of the protector and the injector. The injector membrane appeared damaged. Four retained samples from the same lot number were obtained from the manufacturing facility. No signs of leakage were observed upon analysis of the retained samples. A device history record review; protector DHR (lot#1705133), showed no anomalies during the production of the provided lot number that could have contributed to the reported defect. As the injector lot was unavailable, a device history record review could not be performed. Since no defects were found during the investigation regarding the reported issue, a definite cause could not be determined for this incident. Per the injector instructions for use, the performance of the sealing membrane is reduced after multiple perforations and extended activation time, therefore, it is not recommended to puncture the membrane more than ten times. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Leakage test is performed in all lots manufactured according to pc-226 (current version). Based on the low severity and frequency of the defect, it was determined that no CAPA is required.